Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15768. It was reported the patient was experiencing leg weakness. The physician elected to explant the patient's scs system on (B)(6) 2013, in case the weakness was caused by cord compression. No additional information is available at this time.